Event description:
It was reported that this right ventricular lead exhibited noise, and high out of range pacing impedance measurements of greater than 2000 ohms. Technical services discussed troubleshooting options. No adverse patient affects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).